Manufacturer narrative:
No report of patient involvement. Unique device identifier - (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and had as large leak. There was no report of patient involvement.